Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an infection at the incision site, following an ipg revision procedure (MFR number 3006630150-2021-03437). Visible irritation at upper incision was noted. The physician believed that infection was related to implantation of device. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. All device components will not be returned.